Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic operating system displayed advisory multiple times when pressing foot pedal for draining a retinotomy and got shut down during vitreoretinal surgery. Surgery was completed after reinserting infusion cannula and replacing cassette with a new one and using another system. No patient impact was reported.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event shut down is not considered to be a reportable malfunction and it is not likely that a recurrence would result in serious injury. Hence, the file is reassessed and downgraded to non-reportable. No further reports will be submitted under mfg report num. The manufacturer internal reference number is: (B)(4).